Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) , via a company representative, regarding a patient who was receiving morphine (25 mg/ml) at 2.498 mg/day (lot number and dates of therapy were unknown) via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were unable to be obtained. On (B)(6) 2015, the patient had progressive warmth and swelling at the incision site; there was no incisional drainage. The patient had symptoms of fever, chills, sweats, and nausea. There was no allegation against the pump or catheter. On (B)(6) 2015, the patient came into the hospital. It was unknown what treatment the hcp had done with regard to the infection. Actions/interventions taken were unknown, but pump explant was planned for (B)(6) 2015. The issues were unresolved and the patient's status was reported as "alive - no injury." As of (B)(6) 2015, the back incision and along the catheter were inflamed red; the pump and catheter were explanted. Additional information regarding diagnostic testing, actions/interventions, causality, and resolution of the patient's infection has been requested. If additional information is received, a follow-up report will be sent.